Manufacturer narrative:
A visual inspection revealed the catheter to be without damage. The suture wing was detached from the catheter. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was forwarded to the engineering department for evaluation. Dimensionally, the suture wing was found to be in specification. Physical testing of the pull off force of the suture wing surpassed the iso 10555-1 requirements. During manufacturing of this device family, after the suture wing is assembled onto the hub, it is rotated several times to ensure free movement and proper positioning on the hub. There is no evidence of a manufacturing defect. We are unable to determine the cause or factors that may have contributed to this event. One possibility is the pull off force was lowered due to the added stress from the catheter being in use and the excessive physical force which ultimately pulled the catheter out of the patient.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
A patient was rolled and the catheter has pulled out entirely through the hub unknown to the nurse. The hub has remained sutured in.